Manufacturer narrative:
Analysis of the returned lead model 3778-60, serial # (B)(4) showed that stylet coil was perforated by the stylet 11.7 cm from the distal end. The stylet coil was also stretched. The outer insulation was intact. No shorts were seen between circuits and the continuity was acceptable.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), product type: lead. Product ID neu_ens_stimulator, product type: external neurostimulator. Product ID 3778-60, serial# (B)(4), product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported during a trial the physician removed the preloaded stylet to redo the tip angle. Upon reinsertion the stylet wouldn't feed in its' entirety. The physician described the reinsertion as the stylet felt like it was bumping against the contacts. Reinsertion was attempted with other stylets including green/green and white/blue cap combinations. All were unsuccessful and new leads needed to be provided which resolved the issue. The lead was going to be sent back for analysis.